Event description:
User facility reported that the j-arm mounting accessory broke causing the injector to fall to the floor. There was no one in the room at the time the injector fell, and nobody was injured.

Manufacturer narrative:
The unit is being returned to e-z-em for evaluation and repair. A final follow up report will be submitted upon completion of the investigation into this complaint.